Manufacturer narrative:
Please note that the exact event date is unknown and the event date in report is the complaint awareness date. Report source, litigation ¿ senior counselor. Complaint conclusion: as reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, including, but not limited to anterior tilt of the filter at the superior end that was embedded within the ivc wall; posterior tilt of the filter at the inferior end in contact with the inferior vena cava (ivc) wall. All the struts of the ivc filter perforated the ivc up to 7mm. Two anterior struts perforated the ivc wall 5mm and 7mm and contacts the bowel. One medial strut perforated the ivc wall 5mm and resided within the soft tissues. One posterior strut showed a nondisplaced fracture and perforated the ivc wall at 6mm and contacted the l3 vertebral body. One posterior strut perforated the ivc wall 5mm and contacted a lymph node. One lateral strut perforated the ivc wall 5mm and contacted the bowel. The patient is deceased and a cause of death or relationship to the filter was not provided. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. It was reported that the patient is deceased. With the limited information provided and no cause of death reported a clinical determination as to a relationship between the filter and the event cannot be established. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to patient, including, but not limited to anterior tilt of the filter at the superior end that was embedded within the ivc wall; posterior tilt of the filter at the inferior end in contact with the inferior vena cava (ivc) wall. All the struts of the ivc filter perforated the ivc up to 7mm. Two anterior struts perforated the ivc wall 5mm and 7mm and contacts the bowel. One medial strut perforated the ivc wall 5mm and resided within the soft tissues. One posterior strut showed a nondisplaced fracture and perforated the ivc wall at 6mm and contacted the l3 vertebral body. One posterior strut perforated the ivc wall 5mm and contacted a lymph node. One lateral strut perforated the ivc wall 5mm and contacted the bowel. The patient is deceased and a cause of death or relationship to the filter was not provided.